Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon could not get the liner to seat properly.

Manufacturer narrative:
The tm reverse surgical technique states on page 24: "also make sure that the guide pin on the polyethylene liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". As returned the polyethylene liner exhibits gouges around the anti-rotation lug cut out as well as around the locking tabs. Additionally the center post has gouges in addition to being deformed on its edge. The gouges and deformation indicates the liner was not fully aligned prior to impaction. The liner was dimensionally inspected and found to be conforming where measured. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for this lot of liners.